Manufacturer narrative:
Results: inherent risk of procedure (stent graft kink). Patient's condition affected effectiveness of device (aneurysm sac created a shelf distal to the aortic neck). Conclusions: device failure/lack of effectiveness related to patient condition (aneurysm sac created a shelf distal to the aortic neck).

Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately four weeks ago. There was slight calcification from the start of the aortic neck to the start of the aneurysm sac. The take off of the aneurysm sac created a shelf after the aortic neck. The bifurcated stent graft was implanted on the right side and the contralateral limb from the left. Post implant, a slight compression above the flow divider of the bifurcated graft was noted and the patient had low pulse in the left leg. Shooting contrast from the arm revealed slow and limited flow down the contralateral side. The physician commented that he believed the compression was due to the patient's anatomy. A 10x79 balloon expandable stent was placed 2 cm above the flow divider down to the left contralateral limb to resolve the compression and flow restriction. After placement of the stent the patient's pulse in the left leg was good. No clinical sequelae were reported and the patient is fine.